Event description:
During the index procedure one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the mid rca. Approximately 9 months post the index procedure the patient suffered an mi and died. It is unknown if the target vessel was involved. The investigator indicated that the event was unlikely related to the study stent.

Event description:
During the index procedure, the patient had an endeavor sprint drug eluting stent implanted in the lad. The patient suffered the mi and expired approximately 13 months post index procedure and not 9 months as previously documented.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi <(>&<)> death).